Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away due to heart failure related to diabetes. It was stated that the customer was wearing the insulin pump at time of death. It was stated that the customer was feeling well the day before. It was stated that the customer had chills during the day. The customer went to bed and she did not wake up the next morning. No further info was provided.